Event description:
The customer reported that the item is obstructed and another probe was placed.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed, and no discrepancy was found according to the failure mode reported. The device was manufactured on march 13, 2021. Sample analysis could not be performed as no photos or physical samples were received for evaluation. Current process and controls were reviewed and found properly followed, including sub-assemblies, finished product assembly, packaging and inspections performed to the product. There were no abnormal conditions found that could trigger the reported condition. Based on the present information, the reported complaint could not be confirmed, and the root cause could not be determined. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated to reflect our findings. No action plan is deemed required at this time. The current process is running according to product specifications meeting quality acceptance criteria. We will continue to monitor the process for any adverse trends that require immediate attention.